Event description:
It was reported that during the initial implant procedure, damage of the set screw was observed resulting in the inability to disconnect the lead from the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to loosen the setscrew resulting in the inability to remove the atrial lead was confirmed. Analysis revealed the user of the torque wrench stripped the atrial setscrew inset. After the user of the wrench stripped the inset, the setscrew could no longer be untightened to release the atrial lead. In lab testing, a tool was used that would engage the setscrew inset. The tool was turned, and the setscrew was able to untighten with normal force. The setscrew was not stuck, just stripped by the user of the torque wrench. Incorrect wrench insertions by the user were the cause of the problem. No device anomalies were found.